Event description:
While using the lifepak 20e defibrillator/monitor, it has been found that the electrocardiogram cable is continuously coming loose from its connection to the front of the defibrillator. This is happening with any type of cable movement from the users, causing the connection to loosen or disconnect completely. Manufacturer response for defibrillator, lifepak (per site reporter) unknown.